Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - patient was undergoing a reverse shoulder arthroplasty. Surgeon was impacting stem with mallet when the threaded inserter broke off in the implant. There was a 20 minute delay in surgery.

Manufacturer narrative:
See h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2021-01149; 804-06-157, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.